Event description:
Clinical study. It was reported that 231 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 75% stenosed, 15mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with a taxus express2 8.8%, 2.50x24mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix. At 231 days after the initial procedure, it was reported the patient underwent a tvr. It is unknown what treatment the physician performed. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.